Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not allow co2 to properly flow through creating an unusable tight window to harvest. Opened a second device and finished the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. No other visual defects were observed. The scope wash system was evaluated for the flow of air by passing a syringe full of air through the scope wash delivery tube. The c-ring was submerged under water and the air was passed through the insufflation tube. Air bubbles were observed in the water bath indicating proper flow. No improper flow was observed. The c-ring assembly was examined for blockages and breaks in the tubing. No blockage or breaks were observed. Based on the received condition of the device, the reported failure for "improper flow or infusion" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not allow co2 to properly flow through creating an unusable tight window to harvest. Opened a second device and finished the procedure. The hospital did not report any patient effects.